Manufacturer narrative:
One used list #unknown extension set was received for inspection on 4/11/2025. As received, the tubing was separated from the distal male luer. The tubing had been inserted into the bond pocket but was no longer bonded. Evaluation of the bond area showed little to no solvent. The reported complaint of leakage can be confirmed due to the separation. The probable cause of the separation is due to insufficient solvent applied during manual assembly in manufacturing. Lot history review could not be reviewed due to the unknown lot number. Additional information d9.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.

Event description:
It was reported that a 7" (18 cm) appx 0.24 ml, smallbore ext set w/microclave¿ clear, clamp, rotating luer was found to have generated a leak during patient use. The reporter stated that the patient was receiving intravenous abdomen (IV abd) via a syringe pump when the antibiotics (abx) dose was completed, the writer went in to start flushing and noticed a small amount of blood on the sheet around the hub of the syringe pump tubing and peripheral intravenous catheter (piv). Staff tried to tighten same and was already tight. Blood was still dripping out at the back of the lure lock assembly. The sample is not available for evaluation. There was patient involvement and no adverse event.